Event description:
Patient reported, that they were seen at the emergency department. For an abscess that is located lower right back. They are on antibiotics and are to see a oral surgeon. They cannot wear the aligners, due to the abscess and the pain. Treatment paused. Requested documentation of ed visit and when they see the oral surgeon.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.